Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. The customer reported that information in the reports were not correct. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-7333.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report for provided date range and observed that issue was not reproducible. Issue is not confirmed. Testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. After conducting thorough investigation by checking the user profile , we provided below feedback to the helpline team : - reports showing blank will happen only when both the pump date range is included. As mentioned earlier , please generate reports from 24th august to see the latest pump data. Any uploads happening after this date should show data in reports. -I see that the user did not made any upload after 27th august 2024 , please request user to do frequent uploads to avoid loss of data. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document 10938952doc_p. The most likely root cause is due to lack of user training on the report generation functionality. Helpline did confirm that they do not need any additional information on this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.